Event description:
On (B)(6) 2012, the reporter contacted animas alleging that after he received a loss of prime warning he decided to change his cartridge. Reporter states that he was changing his cartridge and finished the rewind step and started the load step, and that during the load step the load never stopped, it just pushed all the insulin out of the pump. Reporter felt this might have been a fluke, so he filled another cartridge and tried it again: once again, the pump pushed all the insulin out of the cartridge during the load step. The reporter was advised to go to a back up plan. This complaint is being reported as the alleged load step malfunction was not resolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed evidence of a loss of prime warning with zero force. During testing the load step function, the pump failed to recognize the cartridge and gave a no cartridge detected warning. A force sensor calibration test confirmed that the sensor was not detecting the correct force. The pump cover was removed and the old screen was found to be lifted and the force sensor pins were dislodged. Unrelated to the complaint, investigation revealed a dim/discolored display screen.